Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration bar in a new box of strips purchased at a retail facility. The mismatched components if used to perform an assay, the difference in the result when plotted on a clarke error grid, could fall into the "d" zone which would be considered clinically significant. No death or injury or medical intervention was reported with the incident.